Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP bipap and mechanical ventilator devices. The manufacturer received information alleging sleeping problem and ear bleeding. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-67264. This report was submitted as a duplicate report of the previously submitted report. Section d1, d4 and h4 has been corrected/updated in this report.